Event description:
It was reported that a broken or detached wire occurred. The sensor was inserted into the abdomen on (B)(6) 2025. A photograph was provided for investigation, however photo analysis is unable to determine confirmation of the allegation. The complaint is undetermined based on photo. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).